Event description:
We were completing the sigmoid resection of our exploratory laparotomy for the first attempt and air was found around the anastomotic site. At that point dr. Asked for new stapler to re-due the anastomosis. After a second attempt, air was again found around the site. Dr instructed me to re-open the same set of staplers again but this open a batch from a different lot number. I opened a new ethicon 29 eea sizer, contour stapler, and purstring. After the third attempt, the anastomosis had no air and the case completed with no issues. (B)(4).